Event description:
It was reported that the cartridge was damaged, interrupting insulin delivery. Reportedly, the customer had an alternate pump for insulin therapy. There was no adverse impact to the customer's blood glucose level.